Event description:
On 17-sep-2025, it was reported that a beta bionics ilet user experienced a hyperglycemic episode with a peak blood glucose value of 312 mg/dl without any device alerts or visible issues with the supplies. The user administered an insulin injection and was advised to change supplies using a different box to rule out a possible infusion set issue. No outside medical intervention was required.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.